Event description:
It was reported that the right ventricular (rv) lead had rising to high impedances and noise confirmed by electrogram (egm). High rv thresholds were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis indicated that no anomalies were found. Visual inspection of the lead indicated apparent explant damage.